Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1005 indicating that an open circuit condition during shock delivery, which resulted high out of range shock impedance on this right ventricular (rv) lead. The physician performed a defibrillation threshold (dft) test. The boston scientific representative asked why a dft test was performed. The physician stated that the impedance has been a little high. Technical services (ts) reviewed the code and resolution recommendations. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1005 indicating that an open circuit condition during shock delivery, which resulted high out of range shock impedance on this right ventricular (rv) lead. The physician performed a defibrillation threshold (dft) test. The boston scientific representative asked why a dft test was performed. The physician stated that the impedance has been a little high. Technical services (ts) reviewed the code and resolution recommendations. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.